Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was explanted due to infection. No additional adverse patient effects were reported. The devices are not expected to return.